Event description:
Health professional reported the access port from a lap-band device was explanted and replaced because the tubing was allegedly leaking. The pt reported a lack of restriction. A fluoroscopy was performed which confirmed the tubing was leaking.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."